Event description:
It was reported that the scheduled antibiotic was programmed to run 5ml over 30 minutes. After 30 minutes, the pump alarmed infusion complete but the syringe still had the 5ml in it and there was no occlusion of any kind. There was patient involvement but no harm. A copy of medwatch was received, which states "scheduled antibiotic was programmed to run 5 ml of antibiotic over 30 minutes. After 30 minutes, the pump (alaris syringe module) alarmed complete but it was noticed that the fluid remained in the syringe (should have been empty). It did not alarm for high pressure, no clamps were clamped. The antibiotic was changed to another pump and programmed for delivery over the 30 minutes (using same tubing). This time the medication was delivered accurately. After patient received medication, health care provider disconnected the tubing from the patient. Health care provider wanted to verify that the pump did not work, so health care provider used the same tubing and programmed the pump to run same volume over 30 minutes (disconnected from patient). The pump ran for the 30 minutes without alarming but no volume was delivered. Health care provider will attach tubing and syringe used m case if helps. Patient still received antibiotic within correct timeframe."

Manufacturer narrative:
Omit : a0401 - break (1069), b17 - device not returned, c20 - no findings available, d15 - cause not established, g07001 - part/component/sub-assembly term not applicable. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the scheduled antibiotic was programmed to run 5ml over 30 minutes. After 30 minutes, the pump alarmed infusion complete but the syringe still had the 5ml in it and there was no occlusion of any kind. There was patient involvement but no harm. A copy of medwatch was received, which states "scheduled antibiotic was programmed to run 5 ml of antibiotic over 30 minutes. After 30 minutes, the pump (alaris syringe module) alarmed complete but it was noticed that the fluid remained in the syringe (should have been empty). It did not alarm for high pressure, no clamps were clamped. The antibiotic was changed to another pump and programmed for delivery over the 30 minutes (using same tubing). This time the medication was delivered accurately. After patient received medication, health care provider disconnected the tubing from the patient. Health care provider wanted to verify that the pump did not work, so health care provider used the same tubing and programmed the pump to run same volume over 30 minutes (disconnected from patient). The pump ran for the 30 minutes without alarming but no volume was delivered. Health care provider will attach tubing and syringe used m case if helps. Patient still received antibiotic within correct timeframe."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module did not move when infusing and did not give an alarm. There was patient involvement but no harm.